Event description:
During a laparoscopic rectum cancer resection procedure, the distal part of staple line had malformed staples. Another like device was used and the same thing happened. A third like device was used to complete the procedure. There was no pt consequence.